Event description:
Healthcare professional also reported left side "hole on patch side" and "hole on valve side".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed broken on posterior side assessed as surgical damage, missing shell assessed as inconclusive and observed opening on radius side assessed as surgical damage. Valve leak and/ or damage: no damage or leaks observed in the valve. Additional observations: white calcification observed outer device, observed creases on the device. Observed non penetrating on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.